Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional testing was performed and failed the button test, which is related to the complaint. The log was downloaded for review, finding no errors related to the complaint. A touch screen manual test was performed and failed on the time and date screen. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was a defective lcd. No injury or medical intervention was reported.